Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-9218-55 serial#: (B)(4) description: precision m8 adapter, 55cm the explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had a possible infection at the ipg site. Symptom was discharge at the ipg site. It was unknown what caused the possible infection but it was not device nor procedure related. The patient was given antibiotics and underwent an explant procedure.